Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: data review: data logs showed pump ran without issue during support. There was flow drop with auto suction respond in early of the case but resolved quickly. There were no mc spikes, abnormal ps or purge issues observed during support. Product was not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device history lot: device lot #: 1978908 device history batch subcomponent lot#: n/a device history review pump sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. No patient harm was reported. Impella support continues.